Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient underwent surgical intervention to remove and replace the ipg.

Event description:
Follow up revealed that the patient recieved the elective replacement indicator (eri) message prior to the device becoming inoperable.